Event description:
On (B)(6): customer reports via phone that the system fluoro failed when starting for days procedures. Customer does not have a backup room, and pt urodynamic procedures were cancelled. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated and found there was no collimator power and there was a generator not communicating message fault on the console. Fse troubleshot fuses which were good and turned on the generator taking care to hold the on switch for a few seconds. The unit came on and worked properly. Fse cycled power several times and checking operation according to checklist (B)(4) the hut service manuals. Unit passed checkout procedures and was returned to customer for service.